Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The product was a taxus express2 2.5x16mm drug eluting stent. "Pkg problem, stent was bent."

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The mfg records for top assembly batch 9177012 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. The root cause of the complaint incident could not be determined.